Manufacturer narrative:
There is no report of device malfunction and all devices are sterilized through validated method and sterilization certificate is on file for all lots of devices. It is probably that the infection occurred post procedure through site care, but this cannot be determined without additional information. The device was not returned for investigation and based on the information provide the cause of the bleeding cannot be determined. Hematoma and bleeding are complication which may be related to the endovascular procedure or the vascular closure procedure. There is no evidence of device malfunction. Surgery successfully treated the hematoma and bleeding.

Event description:
Procedure with bilateral access which used 2 vascade mvp devices to close both the right and the left side. Right side procedure: the vascade mvp device was selected for closure and inserted into the sheath 12 f inner diameter/14fr outer diameter sheath. The disc was deployed, but temporary hemostasis was not achieved due to presence of oozing at the access site. Even though temporary hemostasis was not achieved, the sheath was removed. They key was inserted into the grip/lock and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device. The disc was collapsed and the device was removed, but there was still oozing and bleeding from the access site. The doctor decided to administer protamine and suture the access site with a figure of eight stitch but the access site continued to ooze. The patient was moved to recovery and bandages and pressure were applied but the access site continued to ooze for days. A large hematoma formed (the hematoma was from patient's knee to access site). The patient also developed a fever and it was determined that the patient had an infection. A vascular surgeon performed surgery on (B)(6) 2019 to irrigate the groin/hematoma on the right side. Patient was giving antibiotics for the infection. Per the vascular surgeon, the hematoma was infected which was being expressed out of the site. Patient was discharged without further complications.